Event description:
It was report that the track will not engage the stairs due to a broken track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.